Manufacturer narrative:
The delivery system was not returned to edwards lifesciences for evaluation.  A review of imagery provided revealed the following: under fluoroscopic view, the guidewire appeared to be out of the sheath as shown in right. Therefore, it was suspected the seam tore completely; on inserting the introducer, the guidewire returned to the right (straight) position. The sheath was retracted carefully; by examining the sheath removed, the liner found to be pulled out from the sheath; view from distal to proximal, the sheath shaft opened (as intended). Although the liner was out from the sheath, it was intact (no damage or tear).  Due to the unavailability of the device, engineering was unable to perform any visual, functional, or dimensional analysis. As a result, presence of a manufacturing non-conformance was unable to be determined. During manufacturing of the delivery system, all inspections are conducted on 100% of units, except in the case of product verification (pv) testing, where the tested units are chosen on a sampling basis.  The sheath shaft was 100% inspected for the following: visually inspect for defects: wrinkles, kinks, bends or mechanical damage; circumferential oriented surface defects, protruding or missing material, dents, cuts; cross linking of hdpe across liner;  seam separation; stress lines in the liner; no c-marker band present.  These inspections were repeated 100% on the completed sheath assembly along with dimensional inspection of the following:  shaft od; tip inner diameter; tip length; coating length; reject for wrinkles, kinks, bends, mechanical damage, circumferential oriented surface defects, protruding or missing material, dents, cuts, crosslinking of hdpe across liner; reject for holes, tears, or wrinkles along working length of the strain relief. These inspections during the manufacturing process support that it is unlikely a manufacturing non-conformance contributed to the reported complaint event. A device history record (DHR) review was performed and revealed no manufacturing issues that may have contributed to the reported event.  A lot history review was performed and revealed no other complaints relating to sheath distal tip-liner delamination.  The complaint for sheath distal tip - liner delamination was unable to confirmed.  The occurrence rate did not exceed the control limits for the trend category. The complaint for sheath distal tip -liner delamination was unable to be confirmed due to lack of device imagery. A review of complaint history and manufacturing mitigation revealed that it is unlikely a manufacturing issue contributed to the complaint. Additionally, a review of IFU/training manuals revealed no deficiencies. A definitive root cause is unable to be determined, but available information suggests that patient/procedural factors may have contributed to the complaint event. Per the training manual, push force can vary due to angle of insertion, thv size, vessel diameter, tortuosity and degree of calcification. While no tortuosity of access vessels were noted, the provided sketches indicated that tortuosity may have been present and excessive manipulation may have caused the liner to delaminate but not tear the sheath. Alternatively, although no retrieval difficulty was reported, it is possible the commander delivery system balloon may have had fluid left in it which cause it to get caught on the tip of the esheath. The fluid left in the balloon may have led to the balloon having a larger profile to be withdrawn in the sheath, therefore leading to additional pull force required to retrieve the delivery system into the sheath, which resulted in the reported sheath liner delamination. However, without imagery of the device, this root cause could not be confirmed.  Since no product non-conformances or labeling/IFU deficiencies were identified, a product risk assessment escalation, and corrective/preventive actions are not required at this time.

Event description:
As reported from our affiliates in (B)(6), during tavr with a 23mm sapien 3 valve in the aortic position via transfemoral approach, upon removal it was noticed that the liner got out from the esheaht seam.  The device was prepped as usual and the valve was successfully deployed in the targeted position. After retracting the delivery system, cine image showed the guidewire appeared to have got out from the sheath around the distal end (5cm). The operator inserted the introducer slowly/gently, and the guidewire returned to normal position. Liner tear in the distal area was suspected; the esheath was carefully removed. Visual examination on the withdrawn sheath showed the liner in the distal area was out of the sheath and stood vertically against the sheath shaft. There was no tear in the liner observed. No vascular complication occurred. The device was discarded at the hospital and not returned for evaluation. No picture was available as well. The physician commented as following. The liner might have been pulled with the wire, the vessel might have been damaged if the liner was tore and the wire got out from it.

Manufacturer narrative:
Reference CAPA-20-00141.